Event description:
During a pfa procedure for atrial fibrillation, the image on ensite x display workstation ¿froze¿ resulting in a delay. When the freeze occurred it was not possible to click on anything and the catheters were not moving. It was resolved by rebooting the ensite x display workstation. After a few minutes, the issue reoccurred. After rebooting the ensite x display workstation a second time, the procedure was successfully completed with no adverse patient consequences.